Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm. The customer stated that he had issues where the insulin was not going through. The customer disconnected and noticed that it was clogged with no alarm. The customer's blood glucose was 400 mg/dl. The customer stated he has skin irritation due to adhesive bought in the pharmacy.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set. No occlusion was noted.